Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 8 years post implant of the ipg. A cause of death was not reported. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in a field action, returned product testing found the device did perform as described in the field action. (B)(4).